Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power up and made a high pitched noise. It is unknown the circumstances under which the event occurred and whether there was patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). The getinge field service engineer checked the unit and found the reason new executive processor pcb fitted. C.06 software loaded. On power up it was found that the helium transducer requires calibration. 30 psi transducer calibration carried out. Also touchscreen required calibration. Touchscreen calibration was failed. Unable to get touchscreen to pass calibration. In order to solve the issue new touchscreen fitted. Full safety and function check was carried out. Electrical safety test performed and passed. And finally unit was released for clinical use.